Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. The cause of the purge leak was not determined without returned product and sufficient clinical information. The cause of the suction issue was not determined without returned product investigation and sufficient clinical details. The cause of the optical sensor issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The pump was not returned for investigation. Data logs were only available until (B)(6). According to the clinical details, a leak was observed at the purge sidearm on (B)(6), and the issue was not resolved after changing the cassette. There were also placement signal discrepancies and suction alarms reported on (B)(6). Purge leak ¿ pump: data log shows purge values were within range during the time of the reported leak issue. The cause of the purge leak was not determined without returned product and sufficient clinical information. Pump suction: data log was not provided for the time of the reported issue. The cause of the suction issue was not determined without returned product investigation and sufficient clinical details. Optical sensor issue: data log was not provided for the time of the reported issue. The cause of the optical sensor issue was not determined without returned product investigation and sufficient clinical details. The pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that purge fluid was slowly leaking from the purge arm on the impella 5.5 catheter. The luer lock appeared to be intact, and the leak seemed to originate from underneath the protective shroud. Impella purge pressures, flows, and motor currents were normal. The purge cassette was changed, but the leak persisted.